Manufacturer narrative:
Medtronic investigation of returned suspect motion controller confirmed the reported problem. Installed motion control box in test imaging system; invalidated home, and was unable to complete sequence due to no movement on x axis. Reinstalled firmware, motion control box accepts fw install, but still will not allow motion to be calibrated due to no travel on x axis in either direction. Y and z are functional. Faulty motion control box. The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Changed positioner motion controller due to imaging system motions not able to boot up and the scroll bar constantly scrolling. This happened two days in a row only on boot-up. The o-arm would boot up after several restarts. O-arm is up and running. The motion controller has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system motion functions were not initializing. It was reported that the motion bar on the pendant would not fully boot up. There was no patient present when this issue was identified.